Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial/lot: (B)(4), description: infinion 16. Model: sc-1132 serial/lot: (B)(4), description: precision spectra ipg. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report, device history record, and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing slight discomfort at the surgical wound site following an implant procedure. Physician assessed the wound sites were not healing well and performed wound debridement whereupon necrotic tissue was found. Patient underwent an explant procedure to remove all implanted devices and was placed on IV antibiotics. The physician believes this issue was related to the surgical procedure and not related to the device. All explanted devices were discarded by the physician. Patient is doing well post explant procedure.